Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the initial surgery. Two weeks after post-ops, the patient was experiencing pain. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial right knee arthroplasty. Subsequently, patient complained of pain and worried about infection twenty one days (21) post primary implantation. Minor defect in the scar was noted by the surgeon and the dry skin was removed. An aspiration was completed and resulted in negative test results. The patient called in for minor pain twenty two days (22) post aspiration and was prescribed paracetamol. The issue resolved two (2) days post prescription. No revision has been reported. No additional information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00009, 3007963827-2019-00011, and 0002648920-2019-00024. (B)(4). Concomitant medical devices: femur cemented cruciate retaining (cr) standard right size 9 catalog#: 42502606602 lot#: 63366690, articular surface fixed bearing cruciate retaining (cr) right 10 mm height catalog#: 42521000610 lot#: 63573941, all poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 64063573. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial right knee arthroplasty. Subsequently, patient complained of pain. An aspiration was completed. No revision has been reported.